Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm micl13.2 implantable collamer lens, -06.50 diopter, due to the lens was too big. The lens was replaced with a shorter lens and the problem was resolved. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Claim # (B)(4).